Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call motor error alarm and loose drive support cap on the insulin pump. Troubleshooting for motor error was performed. Customer advised the insulin pump, reservoir and plunger all seem to be broken. Customer advised the drive support cap was not in place and sticking out. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.